Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there is one previous complaint where the samples received did not fulfil b. Braun surgical specifications, we consider that the complaint is confirmed. Reviewed the batch manufacturing record of this product, there was an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the samples received in the previous complaint analyzed did not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K138890. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the thread breaks. The reporter indicated that the chief physician federal center for cardiovascular surgery has reported the thread breaks and states this case influenced negatively on daily work of the hospital. Patient information was not provided. Additional information has been requested, however, at the time of this report, not yet received.